Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was around 400 mg/dl. The customer stated their high blood glucose was caused by them rolling over their tubing. Customer also reported having sensor issues. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.